Manufacturer narrative:
At the time varian received this report, varian analyzed it and confirmed that no malfunction of the device occurred. However, varian determined that an MDR was appropriate due to misadministration caused by user error.

Event description:
Device malfunction: none. Symptoms/ae: left sided weakness. Time of symptoms/ae: towards end of procedure in 2006. It was reported that the pt started to experienced left sided weakness toward end of a stenting procedure of the ric. Stat neuro eval and CT done immediately post stent. CT scan showed right frontal stroke. Swallow eval done on the same month, showed impaired swallowing, g-tube placed. The event resulted in prolonged hospitalization, persistent or significant disability. The pt's treatment was reported as stat CT scan and continuous monitoring. The condition is continuing and improved. No additional information was available. Study event.